Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female pt, age not provided. The pt was taking an unspecified medication for treatment of an unk indication. On (B)(6) 2009, the humapen ergo burgundy/clear pen body (lot 0603a04) with a clear cartridge holder attached (lot unk) was reported to have the cartridge holder broken. The device was returned to the MFR on (B)(6) 2009, and the engagement tabs were found to be broken. This humapen ergo burgundy/clear pen body with a clear cartridge holder attached is associated with product complaint number (B)(4). The operator device was unk. It was unk if the operator was trained to use it. The pt informed that use humapen for approx four years but it was unk for how long she used this model. Update (B)(6) 2009. Per internal review on (B)(6) 2009, the narrative info was updated about indication that cirm was identified after the device was returned. Added lot of humapen burgundy/clear pen body.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this is an initial report. A f/u report will be submitted when the final eval is completed.